Event description:
The dr claims that after the graft was implanted, the pt's temperature was normal between the post-operative to discharge periods. Afterwards, the pt developed a low-grade fever of unk origin since the discharge date, ongoing for three weeks. Three months post-op, the fever was noted to be resolved. Note: the dr reported 2550ml of blood lost during the procedure, but stated that is was not related to the graft.